Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included nabothian cyst, cervicitis, adenomyosis and septate uterus. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic, oophorectomy bilateral laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 2 coils left: 2 coils as reported in surgical pathology report, fallopian tubes were removed previously but details are not provided. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: final pathologic diagnosis: uterus, cervix, and bilateral ovaries, hysterectomy and bilateral oophorectomy: cervix: 1. Nabothian cysts. 2. Mild chronic cervicitis. 3. Reactive squamous metaplasia. Endometrium: benign endometrium with inactive endometrial glands; myometrium: adenomyosis; bilateral ovaries: no significant pathologic changes. Microscopic description: microscopic examination was performed. Gross description: no fallopian tubes are identified. It appears they have been previously removed. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2021: mr received. Reporter information, medical history, insertion date, removal date added. Event medical device removal updated to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Hold for cr 10.19